Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision procedure (related manufacturer reference number: 1627487-2021-12851, 1627487-2021-12850) on (B)(6) 2021, the physician had difficulty explanting the s1 lead. The lead required cutting and the physician opted to keep the lead implanted.